Event description:
Interesting that you only allow a single date entry. I have had numerous issues with the dexcom g7. Ranging from multiple "temporary sensor failure". On (B)(6) 2025 this resulted in 297 blood sugar reading. I determined that through a finger stick blood test. Dexcom's ads quote "no more finger sticks". On (B)(6) 2024 had another series of "temporary sensor failure". This resulted in 42 blood sugar reading. Add to this the high failure rate where you receive a "sensor failed. Replace sensor now" message before the 10-day lifecycle that the product promises. My last three g7 sensors, (rev 6 made in malaysia) have failed with that error. How many complaints must the FDA receive before they reevaluate their approval of this product? Reference reports: mw5166097, mw5166098.